Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Consumer states that the joystick will be set on slow speed and then when she moves forward it will move like it is on the high speed, jolting forward.